Event description:
The device was returned for software bug (flowprocessor coherence failure). The device was was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours (infuse vtbl) immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The log files show no errors at this time. Further investigation found the left bag hook damaged/missing. The internal investigation found the boot retaining plate is damaged/broken. The boot retaining plate and bag hook will be removed and replaced during repair process. Perform functional testing. No other damage found.

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "screen reads service needed "pump problem". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: software bug (flowprocessor coherence failure) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.